Event description:
Related manufacturer report number: 2017865-2023-11401 it was reported that the patient presented for in-clinic follow up. A chest x-ray revealed that the right ventricular lead had dislodged from the initial implant position. The patient was scheduled for revision, however during the procedure, fluoroscopy was performed, and the physician observed an insulation breach at the location of the tie down. The lead was explanted and replaced. The right atrial lead was also explanted due to an insulation damage discovered during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead found the insulation was cut/damage at the suture tie down impression consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.